Manufacturer narrative:
(B)(4). Concomitant medical products: 42502606402 , femur cemented cruciate retaining (cr) standard right size 8 ,64345651 42532007102 , tibia cemented 5 degree stemmed right size e - 64459844. Report source: foreign - (B)(6). The customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent patient underwent a revision procedure approximately 22 months post implantation due to implant fracture and possible infection. During the surgery, the surgeon found that the medial posterior on the removed articular surface was chipped. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were not provided. Radiographs were provided and reviewed by a health care professional with no additional information added. A definitive root cause cannot be determined for the fracture. Sterile certifications were reviewed and found to be conforming with no applicable deviations. Devices were verified to have gone through acceptable sterilization. The implanted products are not identified as the source or contributing to the reported infection. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.